Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d6a - implant date, give date: not applicable, as the lens was not implanted. Section d6b - if explanted, give date: not applicable, as the lens was not implanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the non-preloaded intraocular lens (iol) implantation, when the iol was about to exit the tip of the cartridge, the iol burst through the tip of the cartridge and came out with one of the haptics broken. The physician¿s impression was that there was a problem with the cartridge. Account indicated that the iol was in contact with the patient's eye; however, it became lodged inside the cartridge. The replacement iol was from a different manufacturer with the same diopter. There was a 15 minute delay in procedure. There was no patient injury reported and no medical or surgical interventions were performed. No further information was provided.